Manufacturer narrative:
This issue was considered as reportable due to the removal causing more than trivial damage to the vertebra. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
A 10 mm implant was to be implanted in l5 for a l5-s1 disc herniation. X-ray showed the anchor's baseplate entered the vertebral body and penetrated through the end plate into the disc space. The implant was removed and there was no attempt to implant the opposing vertebral body. According to the reporter, the surgeon could not access the implant with the removal tool due to the implant's angle, and the surgeon ultimately used osteotomes to remove the implant.